Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen became cracked and unresponsive. The customer's blood glucose (bg) level was high mg/dl. Reportedly, the customer administered a manual injection to address bg level. In addition, it was reported that an unspecified malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy.